Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, and 90% stenosed distal left anterior descending artery. After pre-dilatation, a 2.5 x 28 mm xience v stent delivery system (sds) was advanced to the lesion; however, the stent implant could not cross the lesion due to the anatomy. There was strong resistance while advancing the sds and the hypotube separated. The separation occurred outside the anatomy so the separated portion was easily removed. A 2.25 x 28 mm xience v was successfully implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Against resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.